Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control, and imaging review (CT scan, ultrasound, venogram, and x-ray) was conducted during the investigation. A gunther tulip femoral vena cava filter was placed in the infrarenal location without evidence of significant tilt on the anteroposterior (ap) projection or immediate penetration. The complaint report states, ¿filter legs did appear outside the column of contrast,¿ suggesting perforation. The left lateral most foot extends approximately one (1) millimeter (mm) into the ostium of a small lumbar vein, and therefore does not meet the definition of perforation. On the lateral x-ray of the abdomen, relative to the anterior margins of the l3 vertebral body, there is a significant anterior tilt measuring approximately 17 degrees (°). However, relative to the course of the inferior vena cava (ivc), as appreciated on the prior CT scan, the vertebral bodies and the ivc diverge in course at this level, equating to approximately a 5° difference between the center line of the ivc and the anterior margins of the vertebral bodies. Taking this into consideration, the true anterior tilt of the ivc filter, relative to the center line of the ivc, is therefore insignificant, measuring only 12°. The complaint device was not returned; therefore no physical examination could be performed. However, a document and image based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. There was one other reported complaint for this lot number; however, it was not related to this event. Based on the information provided, no product returned, and the results of our investigation; the root cause of the event was inconclusive as the product was determined to function as intended. Risk assessment was not performed as image review did not support the reported filter tilt, and no other failure mode was found. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded. This event is currently under investigation.

Event description:
It was reported that during the index procedure, the patient received a günther tulip filter. The reported primary reason for filter placement was a current pulmonary embolism (pe) with a contraindication to anticoagulation due to recent major surgery. The inferior vena cava (ivc) diameter at the intended filter location was 15.11 mm. There was no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a günther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Core lab analysis of the placement procedure venacavagram revealed no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. The ivc diameter was 17.6 mm. The filter was placed in the ivc infrarenal site and there was no evidence of filter deformation or migration. The angle of filter tilt in the ap view was 3.8 degrees. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray was completed the same day and revealed no evidence of filter fracture, embolization, tilt, or migration. Core lab analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt in the ap view was 1.6 degrees and 18.5 degrees in the lat view. The patient remains in the study.